Manufacturer narrative:
The sensor was investigated, and customer complaint was not confirmed via in-vitro qc test. However, the review of in-vivo data shows that ec#30 was triggered on (B)(6)2021. A sensor manager software measurements test of the sensor proved that sensor sn (B)(6) triggered a false ec # 30 (led disconnect) alert. H3. Device evaluated by manufacturer? Yes h6. Type of investigation updated to 10 h6. Investigation findings updated to 114 h6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2021,senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.